Event description:
From staff: patient underwent procedure-ebus. Balloon was positioned on ebus scope. At the end of the procedure, the balloon was not on scope. Patient was extubated. Dr. Made aware. Patient re-sedated and laryngeal mask airway (lma) used to re-examine entire lung field. No balloon was retrieved.